Event description:
The customer reported on (B)(6) 2014 her blood glucose and insulin history. She gave a manual injection of insulin with an insulin pen (exact dosage was not provided. At 9:30am the pod was deactivated and she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria.